Manufacturer narrative:
Part of the lead was returned for analysis. A partial lead with the connector pin measuring 17.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an increase in impedance. During replacement, externalized conductors were observed. The lead was capped and replaced. Patient condition was good, no consequences.